Event description:
The complainant reported the automatic impella controller (aic) had a controller failure alarm without the controller turning off. Another console was used. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The device has been returned for evaluation. The cause of the controller failure (red alarm) was defective pud. This report is being filed as part of a retrospective review of historical records.